Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user could not fully insert the cartridge assembly into the ilet after a supply change and the connector would not engage with the pump when the cartridge was installed; the user verified the pump was rewound and later observed debris inside the cartridge chamber, which was removed and described as glass, with the prior cartridge reported cracked while the new prefilled fiasp cartridge appeared intact. Symptoms included no reported changes in blood glucose. Outcomes included successful completion of the supply change after debris removal and no need for medical care. Investigation included guided visual inspection of the pump chamber and verification of connector function without a cartridge. Investigation of this case revealed foreign material consistent with broken cartridge glass in the pump chamber, consistent with a cracked prior cartridge impeding proper cartridge insertion and connection. It was concluded, based on previously established findings for similar reports, that the cause was user handling damage to the prior cartridge leading to obstruction by glass debris.